Manufacturer narrative:
Device labeling, available in print and online, states vac foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Based on information provided by the health care providers it cannot be determined when the foreign body alleged to be v.a.c. Whitefoam dressing was inadvertently left in the wound. The foreign body was not returned to kci for identification therefore kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to user misuse.

Event description:
The following information was reported to kci by the physician: on an unknown date the patient underwent surgery for a humerus fracture and an infected elbow. The patient had a tunneling under the suture line. The nurse placed v.a.c. Whitefoam dressing under the suture line to fill in the dead space but when the ward nurse was to change the dressing the nurse did not see the v.a.c. Whitefoam dressing and only did the dressing change on the elbow wound. On (B)(6) 2011, during exploration of the wound the physician found foreign material under the suture line. Physician reported that the nurse apparently neglected to remove the foreign material during subsequent dressing changes.